Manufacturer narrative:
Results: the coil is stuck inside the pxslim catheter. The coil appears to be stuck approximately (5.0cm) from the distal tip of the catheter. The coil was pushed out of the catheter with a pressurized syringe. The coil is broken as evidenced by the constraint ball and the sr-wire missing from the proximal end of the coil. Conclusion: the complaint has been evaluated and confirmed. Based on the description of the complaint, the physician believes that there was a premature detachment of the coil during the procedure. The pusher assembly did not return therefore, we cannot determine if the proximal pet lock was intact, indicating an unintentional detachment. However, based on the missing constraint ball and broken sr wire, it appears that during manipulation of the coil in the patient, the tensile strength of the coil sr wire was exceeded causing the wire to break and the coil in unintentionally detach. There is no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician explained that the coil prematurely detached. It was the last coil placed in the aneurysm and it stayed inside the microcatheter. The anatomy of the vessels and the aneurysm are unknown. There was no associated patient issue.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.